Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: an introducer sheath, coil and pusher wire were returned for analysis. The pusher wire and coil were returned outside the introducer sheath. The introducer sheath was inspected and blood was visible inside the introducer sheath. The twist lock of the introducer sheath had been opened. The coil was inspected and blood was present on the fiber bundles. The coil was severely stretched and kinked at the proximal end. The interlocking arm of the main coil was pulled off and was not returned. There was evidence of weld indentations on the coil. The pusher wire was inspected and dried blood was present along the distal end. The coil zap tip was microscopically inspected and no damage was noted. The interlocking arm of the pusher wire was microscopically inspected and dried blood was present, no other anomaly was noted. All other dimensions that could be measured were within specification; however, the number of fiber bundles recorded during product analysis was below the assigned specification the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the difficulties encountered with using the coil during the procedure due to an increased resistance as a result of retrograde blood flow and the thrombotic tendencies of the fiber bundles. (B)(4).

Event description:
Reportable based on device analysis completed on 30mar2016. It was reported that the coil became stuck in the microcatheter. A 6mm x 20cm interlock¿ was selected for use. During procedure, it was noted that the coil became stuck in the microcatheter and was unable to advance. The coil was removed together with the microcatheter and the procedure was completed with another of the same device. No patient complications reported and the patient's status is fine. However, device analysis revealed missing fiber bundles and the interlocking arm of the main coil was pulled off.